Manufacturer narrative:
(B)(4).

Event description:
Procedure: diaphragmatic plication . According to the reporter: the needle snapped. It broke off inside the patient but was retrieved. No adverse incident to the patient. Sample is being returned. No tissue loss/damage. No extension in surgery. No additional blood loss. No extension in incision.